Manufacturer narrative:
D10: device available for eval: no d10: returned to manufacturer on: na. H6: investigation summary: no photo or sample was received with the customer's complaint of separation. Without further evidence like a physical sample, the complaint cannot be verified and the root cause remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that while using bd alaris¿ pump module administration sets the tubing separated. The following information was provided by the initial reporter: it was reported by customer that the tubing came apart while infusing.

Event description:
It was reported that while using bd alaris¿ pump module administration sets the tubing separated. The following information was provided by the initial reporter: it was reported by customer that the tubing came apart while infusing.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.